Event description:
Initial result for a patient co2 was 65.5. When repeated, the result was 25.0. The incorrect result was not used to guide therapy. The field service representative replaced the change valves to repair the instrument.